Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2023. The following additional information was received: spw215 is not provided by sales rep as per aei but pi summary. Contains this code. Nw5332 is mentioned as nw5332p. Below are the correct codes & lot nos. Nw5331- v1020; sw214 -v2003; sw215 -v2003; nw5332 -v1020; sw213- v1019; nw5036 -v1030. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00682, 2210968-2023-00683, 2210968-2023-00684, 2210968-2023-00685,2210968-2023-00686,2210968-2023-00687, 2210968-2023-00688, 2210968-2023-00689, 2210968-2023-00690, and 2210968-2023-00693.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/11/2023. The following additional information was received: product code: nw5036 lot number: v1020 is not a part of the complaint. Pi summary needs to be updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00682, 2210968-2023-00683, 2210968-2023-00684, 2210968-2023-,2210968-2023-00687, 2210968-2023-00688, 2210968-2023-00689, 2210968-2023-00690, 2210968-2023-00693.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, d4, g1.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2023 additional information was requested, the following was obtained: we received additional information that nw5306, lot v1020 does not belong to this complaint. -does product code nw5306 belong to this complaint? :yes -if yes, what is the total of impacted products belonging to nw5306? :1 (previously there were three ips for nw5306, one ip for nw5306 was voided according to note a-8661793 and two ips for nw5306 voided in note a-8986817) -if nw5306 belongs to this complaint, what is the lot number that is associated with the product code nw5306? Code: nw5036 lot: v1030 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00682, 2210968-2023-00683, 2210968-2023-00684, 2210968-2023-00685, 2210968-2023-00686, 2210968-2023-00687, & 2210968-2023-00693.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: sales rep informed 7 codes were used in 2 different procedures. Out of which 3 codes were captured in (B)(4) used in one surgery. To capture other 4 codes(2nd surgery) this complaint has been created. Events reported via: 2210968-2023-00682, 2210968-2023-00683, 2210968-2023-00684, 2210968-2023-00685,2210968-2023-00687, 2210968-2023-00688, 2210968-2023-00689, 2210968-2023-00690, 2210968-2023-00693.

Event description:
It was reported that a patient underwent an ectopic pregnancy procedure on (B)(6) 2023 and suture was used. During the procedure, the surgeon used sw214 & sw215 for cbd ligation in procedure, but suture was breaking after 3rd or 4th pass through tissue. Nw5036 is again breaking while closure of skin-sub q closure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.